Event description:
Customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced as it was under warranty, and provided instructions for storing and returning the malfunctioning pump. The customer confirmed understanding of these instructions and was advised to use multiple daily injections (mdi) as a backup therapy.